Event description:
It was reported that an occlusion alarm and also that the insulin gauge was inaccurate. The customer's blood glucose (bg) level was 535 mg/dl. The customer drank water and changed their supplies to address their bg and issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.